Event description:
It was reported that a previously implanted trochanteric fixation nail, helical blade and locking screw were revised to a total hip replacement. A greater than 30 minute surgical delay was reported due to difficulty in removing the distal locking screw, the recess stripped upon removal requiring the use of a screw removal set. The screw was eventually removed and the procedure was completed successfully without harm to the patient. This report is for the unknown locking screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the locking screw, part and lot number unknown. Original implant date reported only as (B)(6) 2005. (B)(4). This device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.